Event description:
Rptr had breast implant rupture 10 mos before she was hospitalized on 4/29/78, for pulmonary infiltrates in both lungs. She was hospitalized for 1 month with a pneumothorax from lung biopsy. She was later diagnosed with a rheumatic lung which is now in remission. She has been followed by a rheumatologist for the last 10 years and a pulmonary specialist before that. Rptr also has many other immune system related problems. (*)